Manufacturer narrative:
Insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller. Unable to verify alarm or error alarm on the display due to constant flashing white light. Unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to flashing white light on the display. No cracks on the display noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen had cracks and there were alarms. Customer's blood glucose was not reported. Insulin pump would be replaced.